Event description:
It was reported that a patient vomited while on CPAP therapy and was found unresponsive. The patient was then taken to the hospital where it was determined he had aspirated causing aspiration pneumonia.

Manufacturer narrative:
The device associated with this event was not returned to the manufacturer. Resmed is currently in communication with the reporter and requesting additional information relating to the device operation and its return for investigation. The patient safety risk for this type of event was reviewed. The result of the review concluded the patient risk to be acceptable. The quattro user guide has the following warning: the mirage quattro must be used under qualified supervision with patients who are unable to remove the mask by themselves. The mask may not be suitable for those predisposed to aspiration.